Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient wore the pod on the abdomen for approximately 5 to 24 hours when it was discovered to be leaking insulin. As a result, the patient's blood glucose level reached 33 mmol/l (594 mg/dl) and the presence of high ketones. The patient reported feeling unwell and presented to the emergency room at royal victoria infirmary, where they were diagnosed as entering diabetic ketoacidosis (dka). Treatment included IV fluids to stabilize the condition. The pod was discarded, and the patient was discharged after 6 hours of care.